Event description:
As reported to coloplast but not verified, patient implanted with restorelle m mesh on or about (B)(6) 2009. Later patient experienced pelvic pain, infection, urinary problems, pain during intercourse and has required additional medical treatment and will likely undergo additional surgical procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not returned.